Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and oversensing on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.